Event description:
It was reported that during a subclavian stenosis treatment procedure, tip detachment occurred. A truepath catheter was placed in the target lesion was located in the subclavian which was noted to be curved. The tip of the truepath detached while it was spinning within the lesion. The detached tip was lodged in a piece of calcium located in the subclavian. The physician used a snare to remove the detached tip. The lesion was unable to be crossed. The procedure was not completed. No further patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with the control unit unattached to the connector cable from the truepath cto device. The returned device was visually inspected and it was noted that the cto working length guide wire was broken. The drive shaft was broken and was separated from the working length. The container was opened and the detached device wire and tip were analyzed. The tip was microscopically examined and there no anomalies noted. Analysis confirmed that the tip of the device was still intact and attached to the cto working length. The detached working length section of wire was analyzed and noted that the tungsten coil had been separated from around the guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related. (B)(4).

Event description:
It was reported that during a subclavian stenosis treatment procedure, tip detachment occurred. A truepath catheter was placed in the target lesion was located in the subclavian which was noted to be curved. The tip of the truepath detached while it was spinning within the lesion. The detached tip was lodged in a piece of calcium located in the subclavian. The physician used a snare to remove the detached tip. The lesion was unable to be crossed. The procedure was not completed. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).